Event description:
(B)(4). My device was part pay from my insurance, I had a copayment. My symptoms are: llq (left lower quadrant) abdominal and pelvic pain, bloating, extreme fatigue, low back pain, nerve pain, painful periods and intercourse.

Event description:
#Medwatcher #followup1 #FDA mw5070337 #(B)(4). I had surgery today (B)(6)2017. Laparoscopy, my fallopian tubes were removed with the essure, I had too many complications that I needed the surgery. I couldn't handle the pain, cramps, fatigue, bloating, etc. Anymore. I'm 100% positive that essure ruined my health and the surgery that I had today is a proof of the damage this device is causing to thousands of women.